Manufacturer narrative:
No product has been returned for investigation. Radiographs provided confirm the alleged event. Insufficient information provided to determine the root cause. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On an unknown date in 2018, patient heard a sound of breaking and then began to experience numbness at the breech/hip and inferior limb. Patient went to the hospital, where a rod fracture was confirmed. No revision procedure was performed as the patient did not desire it. On (B)(6) 2019, patient underwent a revision procedure and the rods were exchanged and an additional third rod was placed. The patient is reported to be doing well.